Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose associated with improper attachment of the luer connector to the ilet, which allowed the piston to push the cartridge out during delivery and led to both hyperglycemia and subsequent hypoglycemia when the cartridge was forced back into place; the event involved an infusion set and cartridge connection issue with troubleshooting and education provided, no alerts or alarms, and insulin delivery resumed after correct insertion and locking were reviewed. Symptoms included shakiness, sweating, and chest tightness and heaviness during hypoglycemia. Outcomes included prolonged blood glucose excursions outside target, self-treatment of hypoglycemia with oral glucose, and no medical intervention or hospitalization. Investigation included customer interview, product use review, and technical support guidance. Investigation of this case revealed user difficulty achieving a secure luer lock due to grip/strength issues, resulting in inadequate or excess insulin delivery and glycemic excursions. It was concluded that the event resulted from improper connection of the luer connector to the ilet and user technique, mitigated through education on proper cartridge insertion and connector locking. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.